Event description:
Complainant alleged that during biomed testing, when the shock button was depressed the first time, the device did not discharge. The second time the shock button was depressed, the device functioned appropriately. Additionally, the next day during biomed testing, the device inappropriately displayed a "release shock button" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.